Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The blood glucose level was unknown. The customer also stated that the insulin squirted out during manual prime. Troubleshooting was not performed. The drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken end cap. Unable to perform displacement test or verify compromised forced sensor system alarm due to broken end cap. The drive support disk was inspected and no anomalies noted.